Manufacturer narrative:
It was reported the device was discarded after explant. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, the patient was not able to maintain a normal sinus rhythm when taken off of pump support, and defibrillation therapy was administered several times. The circulating nurse reported this valve was functioning properly. The physician elected to explant the valve due to the possibility of the valve being oversized and blocking the coronary arteries. A 19mm non-medtronic device was implanted with the same outcome. The non-medtronic device was then explanted and an aortic root enlargement was performed. A second non-medtronic device of the same model and size was then successfully implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record review was not conducted, as the reported information did not indicate a potential manufacturing issue. Based on the available information and without the return of the product, no definitive conclusion can be made regarding the clinical observation.